Event description:
Pain on the both sides of the knees [arthralgia], swelling on the both sides of the knees [joint swelling]. Case description: spontaneous report was received on (B)(6) 2011 from a physician, regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was significant for hypertension. On (B)(6) 2011, the pt initiated synvisc (hylan g-f 20) at 2 ml, once a week. The synvisc lot number was not provided. The therapy with synvisc was completed on (B)(6) 2011. On (B)(6) 2011, three days after completing 3 syringes of synvisc administration, the pt experienced pain and swelling on both sides of the knees. On (B)(6) 2011, the pt visited the clinic and received steroid injection. On (B)(6) 2011, the pt revisited the clinic and at that time swelling was resolved and the pain had reduced by half. The pt was reinjected with steroid injection. On (B)(6) 2011, the pt recovered from pain and swelling. Relevant concomitant medication included artz (purified sodium hyaluronate) and suvenyl (purified sodium hyaluronate). The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the events of knee pain and swelling of both knees as probable. Add'l info was received on (B)(6) 2011 in form of qa results.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. MFR's comment: the benefit-risk relationship of the product is not affected by this report.